Manufacturer narrative:
(B)(4). The service engineer inspected the device and could not duplicate the reported malfunction. No parts were replaced. The service engineer performed all calibrations. The unit passed all performed testing and operates within the manufacturing specifications.

Event description:
It was reported that the ventilator intermittently shuts down while in patient use. The patient was removed from the ventilator and placed on an alternate ventilator without any reported patient harm.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.